Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient experienced weakness. The cgm was reading 139 mgdl and the blood glucose reading was 57 mgdl. The patient reportedly administered insulin despite having symptomatic hypoglycemia. It was not specified nor clarified whether the symptomatic bg of 57 mgdl was treated. The patient called her nurse and the nurse called an ambulance. There was reportedly no treatment given in the ambulance. As the patient arrived at the hospital, they checked and the cgm reading was at 103 mgdl and bg reading at 94 mgdl. The nurse reportedly advised that these values are already low for the patient, and the nurse started an IV sugar line. The patient was reportedly monitored until blood sugar level was normal. The patient got discharged the same day. At the time of the report the patient was stable. No additional patient or event information is available. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a, c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No injury or medical intervention was reported.